Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was removed because the patient felt it was not working and that the physician thought something was wrong with the ins. The reporter did not think any new components were placed after the explant of the device. The patient's lead components were removed and returned with the inss. The patient had two implantable neurostimulators (inss) and it was unclear which ins was felt to be not working, or if both were felt to be not working. Reference MFR. Report #3007566237-2015-01618 for information regarding the patient¿s other ins.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. Analysis of the tined lead found that all conductor wires were broken 17.7 cm from the distal end.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3093-28, lot# v952173, explanted: (B)(6) 2015, product type: lead. Product ID 3093-28 ,lot# v952173, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that there was a lack of change to the clinical situation and patient pain. There was not a 50 percent or greater symptom reduction and the lead and programmer were involved in the event. The event cause was not determined and was not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3093-28, lot # v952173, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 3093-28, lot # v952173, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.